Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg would not hold a charge and was experiencing discomfort at the ipg site. Database analysis revealed the charged profile showed signs of poor charger ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent an ipg replacement procedure due to suspected device malfunction per physician's request. The patient was doing well postoperatively.